Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because system failed to power on. A field service engineer replaced drawer controller to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary failed to power on. The customer indicated that they encountered a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.